Manufacturer narrative:
Batch review performed on 15 april 2025. Lot 185589: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 2 years 4 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner (11 to 14 mm) and the surgery was completed successfully.